Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the hospital after receiving inappropriate hv therapy due to post-sensed t-wave oversensing. Device was reprogrammed.